Event description:
It was reported that the patient presented in the clinic for the routine follow up. Upon interrogation, the left ventricular lead exhibited no capture during pacing. Upon x-ray review, the lead has not dislodged. The device was reprogrammed. The patient was stable.